Manufacturer narrative:
Sections with additional information as of 16-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: ketone test strips were returned for evaluation; no defect was detected. Returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed and no abnormalities observed. H10: most likely underlying root cause: mlc-063: improperly shipped.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Evaluation pending. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern: unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for open vial and negative/ no change trace results of ketone test strips. The customer stated that he had purchased the ketone test strips on (B)(6) 2020 and when he opened the box, one of the 50 count vials had been open. Customer stated that the box had been sealed. Customer had performed a test using the vial and had obtained negative result. The customer feels well and did not report any symptoms. No prior medical attention at an earlier time was reported.